Manufacturer narrative:
Citation: alhawri et al. Lethal recurrent mycotic ascending aortic pseudoaneurysm in a (B)(6)-old child with repaired subaortic membrane. Ann pediatr cardiol. 2020 jul-sep; 13(3): 252¿255. Published online 2020 jun 19. Doi: 10.4103/apc.apc_1_20 earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-old male patient with an aortic mycotic pseudoaneurysm who underwent implant of a medtronic contegra pulmonary valved conduit (no serial numbers provided) in the off-label position of the ascending aorta. The patient had previously undergone an uneventful resection of subaortic membrane and primary repair of a hole in the right coronary cusp causing severe regurgitation. Initially the patient presented with moderate aortic regurgitation and low-grade fever for which he received ten days of broad-spectrum antibiotic therapy. Five days after completion of the antibiotics, an echocardiogram and computed tomography (CT) revealed a large anterior pseudoaneurysm of the ascending aorta. Blood culture was positive for streptococcus mitis/streptococcus oralis. In open chest surgery the aneurysmal sac was fully dissected proximally and distally. Due to the unavailability of homo-grafts and the small size of the patient, the contegra pulmonary valved conduit was successfully impl anted as replacement of the ascending aorta above the sinotubular junction. Eight days post-operative the patient developed a persistent fever. Twelve days post-operative the patient was noted with shortness of breath, abdominal distension, hypotension, and metabolic acidosis due to low cardiac output. Mechanical ventilation, inotropes, renal replacement therapy, and blood transfusion were commenced. Echocardiography showed flow turbulence and stenosis of the proximal conduit with new aneurysmal dilatation above the aortic sinuses. Additionally, CT scan showed evidence of aneurysmal leak with a huge anterior mediastinal hematoma. Given the aggressiveness of the infection, hemodynamic instability, and the patient¿s rapid deterioration, the risk overweighed the benefit of surgical intervention. A form of do not resuscitate was signed by the family. The patient continued to deteriorate with hypotension, tachycardia, abdominal distension, low urine output, and metabolic acidosis, and died shortly after that. No additional adverse patient effects or product performance issues were reported.